Manufacturer narrative:
Thermogard xp ivtm system (B)(4) was serviced at customer site. The customer reported complaint was not confirmed during initial functional testing. The console is working as intended for use. The system passed functional testing and it verified that the system met all the manufacturing specifications. A visual inspection was performed and no physical damage was observed. The thermogard passed the initial functional testing without any issues. The air trap holder was checked and no discrepancies were observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n: (B)(4).

Event description:
During set up, the thermogard system (B)(4) was displaying an air trap error. No known patient consequences reported.